Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and found a frayed grip cable at the distal idler pulley. The instrument was also found to have thermal damage on the top of the yaw pulley by the grip base.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable was broken. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.